Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was atrial fibrillation that was being undersensed as the atrial flutter was being blanked by a ventricular pacing. Boston scientific technical services (ts) suggested reprogramming the device. The field representative indicated that there was no device reprogramming performed as it was believed that both the right atrial (ra) and right ventricular (rv) leads had issue were fractured near the clavicular region. Nine months later additional information was received that the lead safety switch (lss) was triggered on the right ventricular (rv) lead due to high out of range pacing impedance measurements of greater than 2000 ohms. Noise was also seen in unipolar configuration. It was also noted that there was noise on the right atrial (ra) lead, but all impedances were within range. The patient was sent for an x-ray, however the results of the x-ray are unknown. Attempts to obtain further information from the clinic have been unsuccessful. At this time the leads and pacemaker remain in service and no adverse patient effects have been reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the noise along with the high out of range pacing impedance measurements on the right ventricular (rv) channel continued. The noise was oversensed and led to pacing inhibition, however there was no asystole. A revision procedure was performed where both the rv and right atrial (ra) leads were laser extracted and the pacemaker was explanted. No additional adverse patient effects were reported.